Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that during a lead replacement (manufacturer report number 1627487-2026-07974), a portion of the anchor broke off and retained within the fascial tissue. Surgical intervention maybe undertaken to remove the remaining portions.